Manufacturer narrative:
The results of the investigation were inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During a procedure, an ao reading was unable to be obtained. Multiple cables were exchanged with no resolution. The procedure was abandoned but there were no adverse consequences to the patient.